Event description:
On 04/01/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion jaws did not close completely. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
- One unpackaged ar-13999mf, fastpass scorpion, batch number: 15276565, was received for investigation. - visual evaluation of the device noted that the jaw would not close completely as intended. - this is a known internal manufacturing issue addressed by nonconformance. - refer to investigation photos. - complaint allegation is confirmed.